Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube (s))"), uterine perforation ("uterine perforation"), genital haemorrhage ("abnormal bleeding"), device expulsion ("migration of essure device - location of device: adhered to uterus") and multiple sclerosis ("multiple sclerosis") in a (B)(6) female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (1st child premature), cholecystectomy, ovarian cyst (right ovary), nerve pain, eczema, postpartum state (6 weeks) and menarche ((B)(6)). She did not have multiple births, ectopic pregnancy, induced abortion. Previously administered products included for an unreported indication: depo provera from 2001 to (B)(6) 2014. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included obesity, multi gravida, parity 4 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2010, (B)(6) 2013), penicillin allergy, allergic reaction to analgesics, drug allergy, hypothyroidism, neuropathy, numbness, tingling skin, dysesthesia (multiple sites), ms aggravated, back pain, vaginal hysterectomy (removing both fallopian tubes) and seizures. Family history included diabetes and lung cancer. Concomitant products included analgesic comb since (B)(6) 2014 for dysmenorrhea, dyspareunia, pelvic pain and abdominal pain, gabapentin since (B)(6) 2014 and levetiracetam (keppra) since (B)(6) 2014 for fibromyalgia, ciprofloxacin for infection urinary tract, enzymes for intestinal diaphragm disease, prochlorperazine maleate (anti-nausea) for nausea, levetiracetam since (B)(6) 2015 for seizures, antibiotics since (B)(6) 2014 for vaginal discharge as well as anaesthetics (anesthesia) since (B)(6) 2016, atenolol from (B)(6) 2014 to (B)(6) 2014, hydroxyzine since (B)(6) 2017, ibuprofen (motrin) (B)(6) 2016, oxycocet (percocet) (B)(6) 2016 and ranitidine hydrochloride (zantac) (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding( menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), fibromyalgia ("autoimmune disorder ¿ type of disorder: fibromyalgia (unknown)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems") and central nervous system lesion ("neurological conditions or problems - type: lesions on brain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anxiety ("psychological or psychiatric problems - condition: anxiety") and seizure ("seizures"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - type: colon issues"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping"), back pain ("severe back pain"), dysgeusia ("metalic taste in mouth"), weight fluctuation ("weight fluctuation"), muscular weakness ("muscle weakness"), depression ("depression") and multiple sclerosis (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingo-oophorectomy with laparoscopic procedure), surgery (bilateral salpingectomy) and essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, fatigue, weight fluctuation, muscular weakness, anxiety, depression, seizure, gastrointestinal disorder, nausea, vaginal discharge, weight increased, allergy to metals, vaginal haemorrhage, menorrhagia, fibromyalgia, multiple sclerosis, migraine, headache, urinary tract infection, tooth disorder and central nervous system lesion outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, central nervous system lesion, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, muscular weakness, nausea, seizure, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she claim that essure worsened a previously existing injury/condition. Some symptoms resolved while others remain. She did not advised of any complications or problems that occurred at the time of your essure placement procedure. She is concerned that the essure is etiology for the pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. On (B)(6) 2016, pathology test showed the specimen, consists of a 5.6 cm long x 0.5 cm in diameter pale tan-purple, fimbriated, and mildly tortuous fallopian tube. A segment of silver metallic essure coil is identified in the proximal 1.2 cm of the fallopian tube. The portion of the essure device extending from the fallopian tube is disrupted and an additional 1.8 cm long segment is identified free-floating within the container. The portion of the essure coil which is within the lumen of the fallopian tube is adherent to the lumen and cannot be easily removed without moderate disruption of the coil. The fallopian tube is serially sectioned to reveal a tan-white to tan-pink lumen with a diameter of up to 0.3 cm. No discrete lesions or disrupted areas are grossly appreciated. A digital image of the intact specimen is obtained. The fallopian tube is entirely submitted sequentially from proximal to distal in cassettes al-a5. Cassette al contains the segment of the fallopian tube in which the essure coil was present and cassette a5 contains the fimbriated end, radially sectioned. The specimen, received in formalin labeled "bradford, ebony m.; left fallopian tube," consists of a 6.b cm long x 0.5 cm in diameter pale tan-purple, fimbriated, and mildly tortuous fallopian tube. The fallopian tube displays a 0.6 cm clear serous fluid-filled para tubal cyst at the fimbriated end. Extending from the proximal end of the fallopian tube is a 1.1 cm long x 0.1 cm in diameter tightly coiled silver metallic essure device with surrounding white plastic material. Upon sectioning, the essure device extends through the proximal 1.2 cm of the fallopian tube. The portion of the essure coil which is within the lumen of the fallopian tube is adherent to the lumen and cannot be easily removed without moderate disruption of the coil. The lumen of the fallopian tube ranges from pale tan-pink to tan-white and is up to 0.3 cm in diameter. No discrete lesions or evidence of disruption is grossly appreciated. A digital image of the intact specimen is obtained. The fallopian tube is entirely submitted sequentially from proximal to distal in cassettes b1-b5. Please note that cassette b1 contains the segment of the fallopian tube in which the essure coil was present and cassette b5 contains the fimbriated end, radially sectioned, to include the para tubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming anxiety, depression, menorrhagia, fibromyalgia, seizures, migraines, headaches, device breakage most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records was received. Medical history, lot number, concurrent conditions, concomitant medications were added. Events added from pfs-, psychological or psychiatric problems - condition: anxiety, depression, seizures, gastrointestinal or digestive system condition - type: colon issues, dysmenorrhea (cramping), nausea, vaginal discharge, weight gain, nickel allergy, device breakage, migration of essure device - location of device: adhered to uterus, perforation (fallopian tube (s)), perforation (uterus), abnormal bleeding vaginal, abnormal bleeding menorrhagia, autoimmune disorder ¿ type of disorder: fibromyalgia (unknown), seizures, multiple sclerosis, migraines, headache, hair loss, infection urinary tract, dental problems, neurological conditions or problems - type: lesions on brain. Events updated: dyspareunia (painful sexual intercourse), pain (pelvic area, abdominal (moderate to severe). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube (s))"), uterine perforation ("uterine perforation"), genital haemorrhage ("abnormal bleeding"), device expulsion ("migration of essure device - location of device: adhered to uterus") and multiple sclerosis ("multiple sclerosis") in a 31-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (1st child premature), cholecystectomy, ovarian cyst (right ovary), nerve pain, eczema, postpartum state (6 weeks) and menarche (age 13). She did not have multiple births, ectopic pregnancy, induced abortion. Previously administered products included for an unreported indication: depo provera from 2001 to (B)(6) 2014. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included obesity, multi gravida, parity 4 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2010, (B)(6) 2013), penicillin allergy, allergic reaction to analgesics, drug allergy, hypothyroidism, neuropathy, numbness, tingling skin, dysesthesia (multiple sites), ms aggravated, back pain, vaginal hysterectomy (removing both fallopian tubes) and seizures. Family history included diabetes and lung cancer. Concomitant products included gabapentin since (B)(6) 2014 and levetiracetam (keppra) since (B)(6) 2014 for fibromyalgia, ciprofloxacin for infection urinary tract, enzymes for intestinal diaphragm disease, analgesic comb since (B)(6) 2014 for menstrual cramps, dyspareunia, pelvic pain and abdominal pain, prochlorperazine maleate (anti-nausea) for nausea, levetiracetam since (B)(6) 2015 for seizures, antibiotics since (B)(6) 2014 for vaginal discharge as well as anaesthetics (anesthesia) since (B)(6) 2016, atenolol from (B)(6) 2014 to (B)(6) 2014, hydroxyzine since (B)(6) 2017, ibuprofen (motrin) from (B)(6) 2016 to (B)(6) 2016, oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2016 and ranitidine hydrochloride (zantac) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding( menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), fibromyalgia ("autoimmune disorder ¿ type of disorder: fibromyalgia (unknown)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems") and central nervous system lesion ("neurological conditions or problems - type: lesions on brain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anxiety ("psychological or psychiatric problems - condition: anxiety") and seizure ("seizures"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - type: colon issues"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping"), back pain ("severe back pain"), dysgeusia ("metalic taste in mouth"), weight fluctuation ("weight fluctuation"), muscular weakness ("muscle weakness"), depression ("depression"), nausea ("nausea"), multiple sclerosis (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy with laparoscopic procedure), surgery (bilateral salpingo-oophorectomy with laparoscopic procedure), surgery (bilateral salpingectomy) and surgery (bilateral salpingo-oophorectomy with laparoscopic procedure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, fatigue, weight fluctuation, muscular weakness, anxiety, depression, seizure, gastrointestinal disorder, nausea, vaginal discharge, weight increased, allergy to metals, vaginal haemorrhage, menorrhagia, fibromyalgia, multiple sclerosis, headache, urinary tract infection, tooth disorder and central nervous system lesion outcome was unknown and the migraine and arthralgia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, central nervous system lesion, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, muscular weakness, nausea, seizure, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she claim that essure worsened a previously existing injury/condition. Some symptoms resolved while others remain. She did not advised of any complications or problems that occurred at the time of your essure placement procedure. She is concerned that the essure is etiology for the pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. On (B)(6) 2016, pathology test showed the specimen, consists of a 5.6 cm long x 0.5 cm in diameter pale tan-purple, fimbriated, and mildly tortuous fallopian tube. A segment of silver metallic essure coil is identified in the proximal 1.2 cm of the fallopian tube. The portion of the essure device extending from the fallopian tube is disrupted and an additional 1.8 cm long segment is identified free-floating within the container. The portion of the essure coil which is within the lumen of the fallopian tube is adherent to the lumen and cannot be easily removed without moderate disruption of the coil. The fallopian tube is serially sectioned to reveal a tan-white to tan-pink lumen with a diameter of up to 0.3 cm. No discrete lesions or disrupted areas are grossly appreciated. A digital image of the intact specimen is obtained. The fallopian tube is entirely submitted sequentially from proximal to distal in cassettes al-a5. Cassette al contains the segment of the fallopian tube in which the essure coil was present and cassette a5 contains the fimbriated end, radially sectioned. B) the specimen, received in formalin labeled "bradford, ebony m.; left fallopian tube," consists of a 6.b cm long x 0.5 cm in diameter pale tan-purple, fimbriated, and mildly tortuous fallopian tube. The fallopian tube displays a 0.6 cm clear serous fluid-filled para tubal cyst at the fimbriated end. Extending from the proximal end of the fallopian tube is a 1.1 cm long x 0.1 cm in diameter tightly coiled silver metallic essure device with surrounding white plastic material. Upon sectioning, the essure device extends through the proximal 1.2 cm of the fallopian tube. The portion of the essure coil which is within the lumen of the fallopian tube is adherent to the lumen and cannot be easily removed without moderate disruption of the coil. The lumen of the fallopian tube ranges from pale tan-pink to tan-white and is up to 0.3 cm in diameter. No discrete lesions or evidence of disruption is grossly appreciated. A digital image of the intact specimen is obtained. The fallopian tube is entirely submitted sequentially from proximal to distal in cassettes b1-b5. Please note that cassette b1 contains the segment of the fallopian tube in which the essure coil was present and cassette b5 contains the fimbriated end, radially sectioned, to include the para tubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming anxiety, depression, menorrhagia, fibromyalgia, seizures, migraines, headaches, device breakage most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet was received and the following information was provided: joint pain was added as event; migraines outcome updated to recovering (present but not as bad). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube (s))"), uterine perforation ("uterine perforation"), genital haemorrhage ("abnormal bleeding"), device expulsion ("migration of essure device - location of device: adhered to uterus") and multiple sclerosis ("multiple sclerosis") in a 31-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (1st child premature), cholecystectomy, ovarian cyst (right ovary), nerve pain, eczema, postpartum state (6 weeks) and menarche (age 13). She did not have multiple births, ectopic pregnancy, induced abortion. Previously administered products included for an unreported indication: depo provera from 2001 to (B)(6) 2014. Past adverse reactions to the above products included contraception with depo provera. Concurrent conditions included obesity, multi gravida, parity 4 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2010, (B)(6) 2013), penicillin allergy, allergic reaction to analgesics, drug allergy, hypothyroidism, neuropathy, numbness, tingling skin, dysesthesia (multiple sites), ms aggravated, back pain, vaginal hysterectomy (removing both fallopian tubes) and seizures. Family history included diabetes and lung cancer. Concomitant products included gabapentin since (B)(6) 2014 and levetiracetam (keppra) since (B)(6) 2014 for fibromyalgia, ciprofloxacin for infection urinary tract, enzymes for intestinal diaphragm disease, analgesic comb since (B)(6) 2014 for menstrual cramps, dyspareunia, pelvic pain and abdominal pain, prochlorperazine maleate (anti-nausea) for nausea, levetiracetam since (B)(6) 2015 for seizures, antibiotics since (B)(6) 2014 for vaginal discharge as well as anaesthetics (anesthesia) since (B)(6) 2016, atenolol from (B)(6) 2014 to (B)(6) 2014, hydroxyzine since (B)(6) 2017, ibuprofen (motrin) from (B)(6) 2016 to (B)(6) 2016, oxycocet (percocet) from (B)(6) 2016 to (B)(6) 2016 and ranitidine hydrochloride (zantac) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding( menorrhagia)"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"), fibromyalgia ("autoimmune disorder ¿ type of disorder: fibromyalgia (unknown)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems") and central nervous system lesion ("neurological conditions or problems - type: lesions on brain"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), anxiety ("psychological or psychiatric problems - condition: anxiety") and seizure ("seizures"). On (B)(6) 2015, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition - type: colon issues"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced urinary tract infection ("infection urinary tract"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping"), back pain ("severe back pain"), dysgeusia ("metalic taste in mouth"), weight fluctuation ("weight fluctuation"), muscular weakness ("muscle weakness"), depression ("depression"), nausea ("nausea"), multiple sclerosis (seriousness criterion medically significant) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingo-oophorectomy with laparoscopic procedure), surgery (bilateral salpingo-oophorectomy with laparoscopic procedure), surgery (bilateral salpingectomy) and surgery (bilateral salpingo-oophorectomy with laparoscopic procedure). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, device expulsion, dysmenorrhoea, abdominal pain lower, back pain, dyspareunia, alopecia, dysgeusia, fatigue, weight fluctuation, muscular weakness, anxiety, depression, seizure, gastrointestinal disorder, nausea, vaginal discharge, weight increased, allergy to metals, vaginal haemorrhage, menorrhagia, fibromyalgia, multiple sclerosis, headache, urinary tract infection, tooth disorder and central nervous system lesion outcome was unknown and the migraine and arthralgia was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, central nervous system lesion, depression, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, muscular weakness, nausea, seizure, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she claim that essure worsened a previously existing injury/condition. Some symptoms resolved while others remain. She did not advised of any complications or problems that occurred at the time of your essure placement procedure. She is concerned that the essure is etiology for the pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. On (B)(6) 2016, pathology test showed the specimen, consists of a 5.6 cm long x 0.5 cm in diameter pale tan-purple, fimbriated, and mildly tortuous fallopian tube. A segment of silver metallic essure coil is identified in the proximal 1.2 cm of the fallopian tube. The portion of the essure device extending from the fallopian tube is disrupted and an additional 1.8 cm long segment is identified free-floating within the container. The portion of the essure coil which is within the lumen of the fallopian tube is adherent to the lumen and cannot be easily removed without moderate disruption of the coil. The fallopian tube is serially sectioned to reveal a tan-white to tan-pink lumen with a diameter of up to 0.3 cm. No discrete lesions or disrupted areas are grossly appreciated. A digital image of the intact specimen is obtained. The fallopian tube is entirely submitted sequentially from proximal to distal in cassettes al-a5. Cassette al contains the segment of the fallopian tube in which the essure coil was present and cassette a5 contains the fimbriated end, radially sectioned. B) the specimen, received in formalin labeled "bradford, ebony m.; left fallopian tube," consists of a 6.b cm long x 0.5 cm in diameter pale tan-purple, fimbriated, and mildly tortuous fallopian tube. The fallopian tube displays a 0.6 cm clear serous fluid-filled para tubal cyst at the fimbriated end. Extending from the proximal end of the fallopian tube is a 1.1 cm long x 0.1 cm in diameter tightly coiled silver metallic essure device with surrounding white plastic material. Upon sectioning, the essure device extends through the proximal 1.2 cm of the fallopian tube. The portion of the essure coil which is within the lumen of the fallopian tube is adherent to the lumen and cannot be easily removed without moderate disruption of the coil. The lumen of the fallopian tube ranges from pale tan-pink to tan-white and is up to 0.3 cm in diameter. No discrete lesions or evidence of disruption is grossly appreciated. A digital image of the intact specimen is obtained. The fallopian tube is entirely submitted sequentially from proximal to distal in cassettes b1-b5. Please note that cassette b1 contains the segment of the fallopian tube in which the essure coil was present and cassette b5 contains the fimbriated end, radially sectioned, to include the para tubal cyst. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming anxiety, depression, menorrhagia, fibromyalgia, seizures, migraines, headaches, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.